Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie not recognized. The technical support specialist (tss) checked myqlink and noted that cubie 03_12 was disabled by system. The tss contacted the user at the facility to assist with troubleshooting. Using the tester application, the tss ejected the cubie from the drawer and instructed the user to restock the item in the new location, 11_12. The user successfully restocked, cycle count completed without issues, and the cubie lid opened properly. The user then issued the medication to patient without any problems, confirming the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower cubie 03_12 was not recognized, and one of the facilities had an issue issuing the medication hydrocodone_apap 5_325 mg tablet from the cubie. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.